Event description:
Additional information was obtained from the physician that this rv lead has an allegation of the helix that could not extend. The rv lead is currently in progress for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged and flipped into the right atrial (ra). The patient was hospitalized because of receiving multiple shocks from sensing atrial fibrillation (af) and chest x-ray examinations revealed rv dislodgement. The rv lead is no longer in service and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.